Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain. They also stated that one of their pacing leads dislodged and wanted to know how it will be fixed. It was noted that the right atrial (ra) lead exhibited a failed lead position check. The ra lead remains in use. No further patient complications have been reported as a result of this event.